Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd epicenter¿ single user software, a misassociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "identification error: when gram negative bacillus is placed in ID in epicenter, in hexalis (lis software) it transmits k ozaenae."

Event description:
It was reported that while using bd epicenter¿ single user software a missasociation was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "identification error: when gram negative bacillus is placed in ID in epicenter, in hexalis (lis software) it transmits k ozaenae."

Manufacturer narrative:
H6: correction: after further evaluation of the complaint, it has been determined that the previously submitted MFR report# 1119779-2021-01051 was sent in error. The error occurred in hexalis and that it is not a bd product.